Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet was implanted using a 14f amulet delivery sheath. The transseptal puncture was performed at an inferior/mid-anterior location. On (B)(6) 2025, 24 hours after the implant, it was observed that a moderate pericardial effusion was present requiring a pericardial window. No pericardial effusion was noted prior to the procedure. The effusion was located centrally, measured 0.8 cm at its largest dimension, and was circumferential. The physician did not conclude that cardiac tamponade was present. The user believes the amulet device caused the pericardial effusion. During the procedure, the patient¿s activated clotting time (act) was 233, and an additional 7000 units of heparin were administered. There was one partial recapture and one full recapture of the device. The patient was not taking anticoagulant or antiplatelet medication at the time of detection or prior to the procedure. The patient was in sinus bradycardia during the procedure. No protamine or reversal agent was administered during or after the procedure. There were no multiple wire or delivery sheath exchanges, and wire position was not in the upper or lower pulmonary vein. The left atrial pressure at the time of the procedure was 13 mmhg. A versacross wire was placed in the left atrial appendage. The procedure was completed using a 25mm amplatzer amulet.

Manufacturer narrative:
It was reported that pericardial effusion was observed, 24 hrs after amulet device implant. Information from field indicated that the amulet was implanted with no reported implant complications. Abbott requested for procedure imaging to review, this was not provided by the site. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the limited information received, the cause of the reported pericardial effusion could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the patient was treated with cardiac surgery. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: medical device problem code: 2993.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 22 mm amplatzer amulet was implanted using a 14f amulet delivery sheath. On (B)(6) 2025, 24 hours after the implant it was observed that the a moderate pericardial effusion was present requiring a pericardial window. No additional information provided.